Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resolved the issue by using a tandem wall adaptor and charging cable, resulting in the pump beginning to charge without the need for further assistance.